Manufacturer narrative:
A nonconformance has been opened to address this issue (omitted from device evaluation report). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
One actual sample was received for evaluation. The sample received was identified to be a product code 5c4483, minicap transfer set. A visual inspection with the naked eye noted the female connector separated from the main body of the twist clamp. Functional testing including leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition is related to inadequate solvent application during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient presented the broken transfer set on (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a peritoneal dialysis (pd) transfer set; further described as "the dark blue part of transfer set disconnected from the rest of the transfer set and was stuck in the patient connector end". The patient line was cut to disconnect. This was observed during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.